Event description:
The facility's purchasing agent reported an infusion pump had overinfused during clinical use. Despite baxter's efforts to obtain additional information regarding the date the report occurred, the medication involved, pump programming and set-up information, specific patient details, tubing product code and lot number being used, and patient injury, no further information was available. It is known that the patient was taken off the pump but no additional intervention was needed. Alternate contact information was requested but no alternate contact was identified.